Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedance measurements. Technical services (ts) suspected possible physiologic cause, but it was not conclusive. No adverse patient effects were reported. This device remains in service.